Event description:
It was reported that (2) devices were used during a laparoscopic colectomy. It was reported by the affiliate that the lcsc5 blades would not activate. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.